Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-05692. All information can be found under manufacturer report number 1416980-2024-05692. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing disconnected from the middle hub (clearlink) on a clearlink system continu-flo solution set. This was observed when the nurse opened the set. There was no patient involvement. No additional information is available.